Manufacturer narrative:
The device was manufactured between march 10, 2016 and march 14, 2016. The device was received for evaluation containing approximately 80ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed evidence of leak/backflow at the fillport when the fillport cap was removed. Further examination on the unit revealed the cause of the leak/backflow condition was due to a particle approximately 2.32 mm in length located under the checkband. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking through the fill port while injecting sodium chloride by pump. The device was filled with antibiotic. This occurred during set up. There was no patient involvement. No additional information is available.